Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. There were multiple requests for information but to no avail. Method, date, collected, results, sample, positive/negative; I-stat, (B)(6) 2026, 04:12 987.4 , a , positive, I-stat, (B)(6) 2026 , 05:14 833.5 , b , positive, I-stat, (B)(6) 2026, 07:16 791.8, c , positive, lab , (B)(6) 2026 , 03:55 <3, d , ni, lab , (B)(6) 2026, 04:58 <3, e, ni. Positive cut-off value for I-stat hs-tni test: non-sex specific of 21.0 at all sites. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml), (ng/l, pg/ml), female,490, 13, (10, 17), male, 404, 28, (19, 58), overall, 895,21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25344b.

Event description:
Na.